Manufacturer narrative:
(B)(6). One 72203379 healicoil pk device was used for treatment and was returned for evaluation. All components were returned. The shaft and fork section of distal tip had a fractured weld seam. The inserter shaft tip has been visibly damaged and flared from force. This would indicate excess leverage movement was a factor. This caused a weld stress fracture. Site prep is critical to a successful implementation. Instructions for use for this product has technique driven instructions and cautionary directions. Per instructions for use breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Hold the awl in place and use a mallet to tap the proximal end to prepare the insertion site. Establish and maintain axial alignment of the suture anchor to the prepared insertion site and place the tip of the anchor into the prepared hole. Excessive force during insertion can cause failure of the suture anchor or insertion device. A 3.8mm straight awl is the recommended prep instrument for normal bone condition. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during a rotator cuff repair the healicoil pk setting instrument was bent when placed on the humerus. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this unit broke during use which makes it a reportable event.